Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. X-ray imaging was unremarkable, and in-clinic manipulations have been unsuccessful at reproducing the high impedance measurements. Boston scientific technical services (ts) provided additional lead integrity testing to rule out lead impairment. No adverse patient effects were reported. At this time, this rv lead remains in service. Additional information from the field indicates no programming changes have been made at present, and this patient will be closely monitored via the latitude remote patient monitoring system.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. X-ray imaging was unremarkable, and in-clinic manipulations have been unsuccessful at reproducing the high impedance measurements. Boston scientific technical services (ts) provided additional lead integrity testing to rule out lead impairment. No adverse patient effects were reported. At this time, this rv lead remains in service.